Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of material on the stylet was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc catheter with an inlaid hydrophilic stiffening stylet. Also received was an unopened 20ga introducer needle and an end cap. The stylet was protruding from both ends of the catheter. What appeared to be biological residue was observed on the distal end of the stylet. Microscopic inspection of the proximal end of the stylet revealed a chunk of white material that appeared flaky. The material was observed to be wrapped around the stylet. The stylet was removed from the catheter and additional sections of white material were observed throughout the entire length of the stylet. The substance coming off of the stylet which appeared to be the hydrophilic coating. Possible causes of the coating coming off of the stylet include environmental conditions and excessive manipulation of the stylet. However, other unidentified factors may have also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported powerpicc solo was found to be heavily colloidal with guidewire wrapping during use. It was reported this occurred with three devices. This report addresses all three.

Event description:
It was reported powerpicc solo was found to be heavily colloidal with guidewire wrapping during use. It was reported this occurred with three devices. This report addresses all three.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.